Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the pipeline flex with shield, the patient developed a pseudo-aneurysm of the right scarpa. Per medtronic assessment it is a procedure related sae medtronic received a report that there was pseudoaneurysm of the access site of the right femoral artery post procedure. The patient had inguinal pain. The event resulted in hospitalization from 2020-feb-04 to 2020-feb-06. Manual compression for 20 minutes ultrasound guided and compressive dressing to be removed in 48 hours. The outcome status was recovered/resolved on 2020-jul-31. The event was not related to the disease understudy or an underlying condition or disease. It did not result in new or worsening of existing neurological deficits. The event was assessed as causally related to the index procedure. The patient was undergoing surgery for treatment of a saccular, sidewall aneurysm of the left c6 internal carotid artery with a max diameter of 6.6mm and a 6.2mm neck diameter. Aneurysm done height was 4.9mm and width was 6.3mm. There was complete neck coverage at the end of the procedure raymond and roy class 3 and no stasis. Wall apposition was achieved and the ophthalmic and pcom artery side branched were covered by the pipeline.